Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompts a "plug in cable" message. Once the batteries were replaced, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's reports of a "plug in cable" message and "device shuts down" were not replicated or confirmed. Review of the device activity logs showed no evidence related to the customer's reports. The customer received a replacement device. The batteries used at the time of the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.